Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.1 had multiple cubies that were not detected on the bus. A field service engineer found drawer 5.1 was not on bus and drawer 6 failed to open. The fse powered off the station and removed the back panel. The drawer board and pyxibus board on drawer 6 were replaced. All cables on drawer 5.1 were re-seated to ensure proper connectivity. After closing the back panel, the station was powered on and drawer 6 was successfully configured. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer that would not open and multiple cubie pockets were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.